Event description:
It was reported the patient had a loss of stimulation and therapeutic effect. It was stated the patient experienced a shocking/jolting sensation and stimulation in the wrong location. It was also stated the patient was reprogrammed and had a lead revision on (B)(6) 2013. It was noted the lead was "pushed back up to desired thoracic area and patient at time of surgery and post op was receiving desired stimulation." The patient recovered without sequela. If additional information is received a supplemental report will be filed.

Event description:
Additional information received reported that the lead revision surgery done in the spring of 2013 was due to lead migration. The patient stated that stimulation was working, but it needed an adjustment to bring the sensation up higher. The patient reportedly tried to ¿mess with the settings¿ herself, but did not think she was getting it as high as she could. The patient stated that she planned to discuss a possible explant with her health care provider (hcp). The patient expressed dissatisfaction with the ¿whole process.¿ the patient stated that the product was not ¿that great¿ and she had ¿so much trouble¿ with the unit from start to finish.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).